Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A review of the device history record was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be due improper device handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had damaged locking components - hole/cut in hose. It was further determined that the device failed pretest for air pump, safety, cutter lock and loctite and cable assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. It was noted in the service order that during an unspecified surgical procedure, the device was not working. It was further reported that a spare device was used to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.